Manufacturer narrative:
(B)(4) final report. Device details, pt notes, pathology reports, post primary and pre-revision x-rays and reason for revision were requested in order to progress with the investigation. However, these were not all provided, therefore, there was limited info available for the investigation. Device details were not provided, thus the associated device manufacturing records could not be identified or reviewed. Should add'l info become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of cormet device due to pain.

Manufacturer narrative:
(B)(4). Initial report. Device details, patient notes, pathology reports, post primary and pre-revision-x-rays and reason for revision have ben requested in order to progress with the investigation. Device manufacturing records to be reviewed once the lot codes are confirmed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Revision of cormet.